Event description:
Solicited communication. Per patient, cassette lot number 422003 is malfunctioning. This is the third cassette from this lot number that is defective. Patient's pump alarms, she switches to backup pump. Alarm, still is going off. She makes a new cassette and the pump stops alarming. No other information known. Patient does not have defective cassettes. Prescriber has not been notified. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace cassette? No. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Patient made another cassette and was able to infuse with no issue, resolved? Yes, ongoing? No reported to (B)(6) by: patient/caregiver.